Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent high shocking lead impedance measurements greater than 200 ohms. Boston scientific technical services (ts) provided troubleshooting options. Subsequently, the analysis of submitted memory download revealed a history of out of range shocking lead impedance measurements since the (B)(6) 2014. It was reported that the issue will not be addressed invasively. Remote patient monitoring and clinic visits will continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.